Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video scope image is unclear. The issue occurred during setup. There was no report of any patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Correction: e3, g2. The device was not returned to olympus for inspection, and the reported image failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.